Manufacturer narrative:
Reported event: an event regarding abnormal ion level an unknown abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2012 and was subsequently revised on (B)(6) 2023 due to alleged pain, metallosis and chronic prosthetic joint infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2012, and was subsequently revised on (B)(6) 2023 due to alleged pain, metallosis and chronic prosthetic joint infection.